Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the left ventricular (lv) lead dislodged and could not be well fixed due to having no suitable targeted veins. The lead dislodged twice when slitting the sheath. The lead was removed and replaced. No patient complications have been reported as a result of this event.